Event description:
It was reported by the customer that a pyxis medstation es system drawer did not open, preventing user from removing the required medications. The customer stated that there was delay since the user had to retrieve the medications from the other stations. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined station drawer not opening. A field service engineer replaced the sensor to resolve the issue. Performed preventive maintenance. The system functioned as intended after the field service engineer troubleshooted the device.